Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient representative went to change the patients setting and when they turned it on there wasn't a stimulation level. Caller stated that they spoke to a manufacturer representative (rep) in this regards as well, and the rep told them settings can be cleared when ins is turned off. Caller stated that they did not change the programs. Caller mentioned that the patients husband also assists with making program adjustments, but didn't think they changed programs accidently. Caller stated that they are able to adjust the stimulation but it gets to uncomfortable for the patient as they go higher. Caller stated that the stimulation level started back to the beginning and the caller has to work the stimulation back up. Caller reviewed settings are cleared when changing from program to program. Caller stated that they would monitor the device and would call patient services if issue happens again.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.